Event description:
In 2009, the lay-user/patient contacted lifescan alleging an "error 1" issue with a one touch ultramini meter. The patient indicated that the alleged issue started three months prior, at an unspecified time during the evening. As a result of the alleged issue, the patient exercised that same night. According to the patient, he claimed that he received insulin treatment from urgent care/clinic as a result of the alleged issue. The treatment was reportedly administered the same evening the alleged issue began. His blood glucose was also tested on a doctor's/clinic's meter and a result of "290 mg/dl" was obtained. The patient was unwilling/unable to indicate if the developed symptoms because of the alleged "error 1" issue. It would have been helpful to know the patient's testing frequency, his medication and diabetes management regimens, what actions the patient took before going to the urgent care/clinic, what time the alleged issue began, what time the patient received the insulin treatment, and what type of insulin was administered. In addition, it would have been helpful to know if she developed any symptoms because of the alleged issue, what her last meter reading was before the alleged issue started, and what date/time the last reading was obtained. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he received insulin treatment from an urgent care/clinic as a result of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.